Manufacturer narrative:
(B)(4). The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the femoral, tibial, or articular surface components. Primary surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Review of the first stage revision operative notes found that despite evidence of inflammation "the cultures were negative." The tibial component was extracted as it was loose with subsidence on the medial side. An antibiotic spacer was placed after removal of the left over bone cement. Review of the second stage revision operative notes found that there was inflammation but no obvious source of what appeared to be septic. Frozen specimens were sent to pathology but no significant acute inflammation was found except on one area on one slide. Per the package inserts of the components, pain, inflammation, and loosening or fracture/damage of the prosthetic knee components or surrounding tissues are known adverse effects of this procedure. A definitive root cause cannot be determined with the information provided. The information provided on this form was previously submitted under manufacturing report number 1822565-2014-01644.

Event description:
It is reported that the patient was revised on (B)(6) 2013 in a two-stage revision. The second stage was completed on (B)(6) 2013.